Event description:
The event occurred during an unknown procedure.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, it is not possible to establish the root cause. However, it is likely that a distorted image occurred because the cable and imaging were broken due to internal water invasion. As to the cause of the internal water invasion, it is surmised that they were broken because water entered from the detached cable boot at the head side. The event can be detected by following the instructions for use which state: ·never excessively bend, pull, twist, coil, squeeze or apply a crushing force to the camera cable. The camera cable could become damaged. ·do not use excessive force when wiping the external surfaces of the camera cable. Otherwise, the camera cable could become damaged. ·while the camera head is attached to the endoscope, never attempt to lift the entire assembly by the camera cable. Doing so could damage the cable. ·never use a clamp or forceps to attach the camera cable to another object. Doing so could damage the cable. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated and the customer's allegation was confirmed. In addition to the reported in b5, the device evaluation found the following: the oredome had degradation, the camera had a cable buckling, the video connector contact had corrosion, the scope mount had a rattle, and the camera head had flooding. The investigation is ongoing and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the camera head had a flickering image. There were no reports of patient or user harm associated with the event. The device was returned for evaluation and found that the charged coupled device was flooding and causing image distortion (image not visible). This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.